Event description:
It was reported from (B)(6), that during an unspecified surgical procedure, ¿when the surgeon tried to make a hole for tenting, the tip of the twist drill broke off¿ on the cutter device. The broken pieces of the device were retrieved from ¿wound¿. The reporter stated that no additional medical intervention was required and ¿no broken part was left in the patient." There were no delays to the surgical procedure as a spare device was available. The surgery was completed successfully with the spare device. No patient or user injury was reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device has not been returned as this is a single-use instrument; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.